Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The customer had two instances where they had to throw the catheter away due to kinking; noticed as it was removed from the package. This MDR is associated with MDR 3005168196-2010-00420 which pertains to the (B)(4).